Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (unavailable as per facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A pericardial effusion and cardiac tamponade occurred. During a pulmonary vein isolation using farapulse, cavo tricuspid isthmus (cti) ablation was performed with versacross fixed sheath and farawave ablation catheter were selected for use. At the end of the procedure, pericardial effusion was identified at right atrium (ra). During cti, cardia tamponade occurred. There were no changes in vital signs during the procedure, and the procedure was completed. The patient injury was discovered during a postoperative ultrasound examination. Pericardial drainage was performed. Based on the physician's assessment, the event is not considered related to the product. The physician's level of procedural experience was noted as the potential contributing factor. The physician who performed the procedure said that they were unsure about the timing. The patient was hospitalized beyond standard care of time. Patient has been discharged on (B)(6) 2026.